Manufacturer narrative:
Device evaluation: a mechanical issue, urinary retention and urethra obstruction were reported. The ams 800 occlusive cuff was visually, and microscopically examined. A large, tear separating the device and a pinhole in the cuff were found. Broken fabric threads were also noted. Since the damage most probably occurred during explant it is considered a secondary failure and not a product malfunction. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. Inspection of the remainder of the device revealed no damage or irregularities. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump passed functional testing and performed within product specifications. No product malfunction was identified with the pump component. A product malfunction was not identified as the most probable cause of the reported events. Urinary retention and ureter/urethra obstruction cannot be confirmed through product analysis. D4: model number: 72400098 lot number: 1000173073 model description: control pump fgs model number: 72400024 lot number: 1000161213 model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) device was be revised because the patient went into urinary retention. "One week after the implant, it was identified that the patient had activated the sphincter and went into retention. The system was deactivated, but the patient could no longer perform spontaneous urination, which required probe. After urodynamic study, it is concluded that there is infravesical obstruction and new activation of the device. A revision is necessary as it may be necessary to change the device."

Manufacturer narrative:
Medical device: model number: 72400098, lot number: 1000173073, model description: control pump fgs. Model number: 72400024, lot number: 1000161213, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) device is going to be revised because the patient went into urinary retention. "One week after the implant, it was identified that the patient had activated the sphincter and went into retention. The system was deactivated, but the patient could no longer perform spontaneous urination, which required probe. After urodynamic study, it is concluded that there is infravesical obstruction and new activation of the device. A revision is necessary as it may be necessary to change the device." Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.